Event description:
It was reported that the customer's blood glucose level was 600 mg/dl. The infusion set came off her body causing her high blood glucose level. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.